Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leakage on the titanium adapter which resulted in peritonitis. Treatment was not specified, however it was reported pd therapy was ongoing during treatment of the event. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient's titanium adapter was changed. At the time of this report it was not reported if the patient had recovered from the event. No additional information is available.